Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. The proximal neck was 19.5 mm in diameter and 10 mm in length. The distal aortic neck was 23.9 mm in diameter. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 10 mm in diameter. The right femoral artery measured 6.9 mm in diameter and the left external iliac artery measured 6 mm in diameter. The neck angle was 49 degree. The patient had a short funnel aortic neck. It was reported that during the procedure, an initial angiogram was done and the renal artery was marked and the bifurcate stent graft was deployed. It appeared to be exactly where the physician had marked it but was 5-8 mm low. The renal was remarked and cuff was deployed at the distal ostia of the right renal. The type proximal type I endoleak persisted. The physician re-ballooned achieving ¿pear shape¿ of reliant balloon however, the endoleak still persisted. The physician decided against further aggressive ballooning to avoid aortic neck rupture. The physician will potentially fix with aptus anchors and/or cuffing up and snorkeling the renals. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned angio images at implant revealed that the proximal neck length was short; approximately 1cm. The ipsilateral limb was placed up the left side and deployed about 5-10mm below the renals; the proximal stent graft margin was placed just below the neck with the proximal stent on the left side seen protruding into the sac. There is a proximal type I endoleak. An aortic cuff is then seen placed proximal to the bifurcate landing just below the renals, and a likely proximal type I endoleak is again seen. The cause of the endoleak was most likely due to landing lower than intended, within the short neck.

Manufacturer narrative:
(B)(4).